Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant and stretching.

Event description:
It was reported that during the implant procedure the lead helix was stuck in the subclavian vein. The physician removed the lead and replaced a new lead to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.